Event description:
It was reported that the balloon leaked contrast solution during the procedure. There were no reported clinical consequences to the patient.

Event description:
It was reported that the balloon leaked contrast solution during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself. The guidewire used with the catheter was not returned. Visual inspection revealed no anomalies with the balloon section. The inflation port and proximal lumen were inspected under microscopy and the inflation port shaft appeared to have a hole. There were no issues observed with the coating and no other anomalies were observed. During functional testing, the 0.014" demonstration guidewire was introduced and advanced through the catheter proximal end without any difficulties. A syringe filled with water and attached to the manifold to pressurize the balloon and water leaked out of the guidewire port. The inner shaft under the hub appeared to be perforated causing the leak. During inflation testing, the inflation device filled with water was connected to the catheter inflation port. The balloon failed to inflate with because of the perforation/holes in the balloon and water leaked out of the guidewire port from opening in the inflation port. Information available indicated that the device was confirmed to be in good condition prior to use. It is possible that the guidewire was initially inserted into the inflation port instead of the guidewire back port puncturing the inner shaft and causing the reported leak. However, based on the information currently available and device analysis, a definitive cause of the reported balloon shaft leak could not be determined; therefore, an assignable cause of undeterminable was assigned.